Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). A titan one touch release pump, two cylinders, and reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations as to the reason for surgical intervention. According to the available information the penile implant was implanted on (B)(6) 2019 and removed on (B)(6) 2020 due to infection. Culture results indicated staphylococcus epidermidis. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations as to the reason for surgical intervention. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast, though not verified, patient got infection; the device was removed.